Manufacturer narrative:
Patient returned pump for alleged pump error 53, pump error 15, pump error 23, and failed batt alarm observed on 21-jan-2023. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No unexpected alerts/alarms/anomalies noted during analysis. Successfully utilized thump to download history/trace files. Verified the following pump errors on event date: pump error 53 on 01/21/2023 at 23:09:50.000, pump error 15 on 01/21/2023 at 22:05:09.000, and pump error 23 on 01/21/2023 at 22:15:22.000. Pump error 53 (filenumber= 709 linenumber= 1216) confirmed due to software error. Pump error 15 (filenumber= 38 linenumber= 442) confirmed due to software anomaly. Pump error 23 was expected due to pump reset. The following power alarms/alerts noted in downloaded history on event date: power loss alarm [6] on 01/21/2023 at 23:40:44.000 and battery failed alarm [58] on 01/21/2023 at 22:05:12.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Pump error 53 confirmed due to software anomaly. Pump error 15 confirmed due to software anomaly. No unexpected pump error 23 noted during analysis, pump error 23 not confirmed. No failed battery alarms noted during analysis, failed battery test not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a recurring issue with a battery-failed alarm. It was reported that pump error 15, pump error 23, and pump error 53. Troubleshooting was performed and the customer was able to clear the alarm but the rewind was not completed successfully. No harm requiring medical intervention was reported. The customer will discontinue pump use and revert to the backup plan as per instructions and will be returned for analysis.